Manufacturer narrative:
The investigation for the reported production damage (cannula kink) issues has been completed. The impella device has not been returned for evaluation. However, clinical details were sufficient to determine the root cause. The most likely root cause of the cannula kink was wireless re-access. The device is not indicated for wire re-access. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient was placed on impella cp support for hemodynamic support. It was reported that the impella cp was inserted and running smoothly with flows of 3.9 and excellent waveforms. The pump went out of position during removal of the 14f sheath and insertion of the repo sheath. When the physician attempted repositioning, the cannula continuously kinked in one spot causing continuous suction (even in p2) and low flows. The physician decided to replace the device with another impella cp, it was reported that device was successfully implanted. Additional information noted that the patient died, no further information was provided. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
B2 death and date of death was inadvertently omitted on the initial manufacturer device report number 1220648-2024-20953. G1 reporting contact email revised on manufacturer device report 1220648-2024-20953 in accordance with updated procedures h1 type of report was erroneously selected on the initial manufacturer device report number 1220648-2024-20953.